Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used for intermittent deliveries of unspecified medications. It was reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, it was reported that the tubing separated from the clave port of the tubing set. It was reported that solution leaked and approximately 20-30 ml of blood loss was noted on the floor. It was reported the nurse applied pressure to the pt's IV site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.